Event description:
The customer contacted physio-control to report that their device would not charge the expected defibrillation energy. In this state, wrong defibrillation therapy may be delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section h10 of the supplemental medwatch report indicated: physio control evaluated the customer's device. The reported issue was able to be verified and able to be duplicated. It was determined the cause of the issue was the top case assembly. The hard paddles were unable to make a good contract with the top case. Further root cause is unable to be determined. The top case was replaced to resolve the issue. A proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Section h10 of the supplemental medwatch report should indicate: the customer reported that the device would not charge properly, as it only charged up to 80j. Additionally, the user test would not pass at times. As mentioned in the device's operating instructions: if the standard paddles are in the paddle wells or touching face to face (shorted paddles) when the defibrillator is charged, the defibrillator limits the available energy to 79 joules this prevents damage to the internal circuits, in the event the energy is discharged while the hard paddles are still in the paddle wells or shorted together. Therefore, the device proving 79j when shocking with the standard paddles in the paddle wells is considered normal operation. A physio control service representative evaluated the customer's device and verified the reported issue of the device sometimes not passing its user test, with paddles positioned in the paddle wells. It was determined the cause of the issue was the top case assembly. The hard paddles were unable to make a good contract with the top case. After replacing the top case assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Physio control evaluated the customer's device. The reported issue was able to be verified and able to be duplicated. It was determined the cause of the issue was the top case assembly. The hard paddles were unable to make a good contract with the top case. Further root cause is unable to be determined. The top case was replaced to resolve the issue. A proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device would not charge the expected defibrillation energy. In this state, wrong defibrillation therapy may be delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not charge the expected defibrillation energy. In this state, wrong defibrillation therapy may be delivered. There was no report of patient use associated with the reported event.